Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysisadditional observation(s) not reported by site: the instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument cable was found broken. No fragment fell inside the patient. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black cable looked like it was fully broken. No exposed wire was observed. There was no loss of cautery or sign of thermal damage. No arcing was observed. The instrument did not collide with any other instrument or tool during the procedure. There was no patient injury and no unexpected bleeding due to the issue. The customer used force bipolar instrument to continue with the procedure.